Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that during an iliac stent placement procedure, stent migration occurred. The 40% stenosed lesion was located in the mildly calcified and non-tortuous right iliac vein. The patient presented with swelling in the legs. The physician advanced the 18mm x 90mm wallstent endoprosthesis with unistep plus delivery system and deployed the stent in the intended location in the right iliac vein and up into the aorta. The stent was fully deployed and will apposed against the vessel wall. No difficulties were noted while advancing the stent delivery system or deploying the stent. The physician advanced a non-bsc guide catheter up the left iliac vein and through the struts of the wallstent, however, the guide catheter became caught on a stent strut. The wallstent came loose and migrated approximately 40mm into the distal aorta. The physician attempted to snare the wallstent, however, this attempt was unsuccessful. The physician advanced a wallstent and deployed it overlapping the proximal end of the migrated wallstent and into the right iliac vein to secure the migrated wallstent and to cover the lesion. The 18 x 90mm wallstent was not damaged due to this event. No patient complications were listed and the patient's status was reported as "ok".